Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® push button blood collection set there was a retraction issue - delay or no retraction. The following information was provided by the initial reporter. The customer stated: "when the button is engaged the tube fills with blood. Button is retracted while the needle is still in the patient's arm."

Manufacturer narrative:
H.6. Investigation summary: bd received 1 photo and over 3 shelf packs of product from the customer in support of this evaluation. The customer photo shows a device after use that appears to have leakage in the barrel of the product. Therefore, this complaint can be confirmed for leakage based on the customer photos provided. Additionally, 30 customer samples were randomly selected and subjected to a draw test to look for leakage during use. All samples passed the testing exhibiting no signs of leakage. Furthermore, the 30 samples were subjected to retraction lockout testing and, all samples passed testing as the safety mechanism was activated and retracted properly with no evidence of leakage back into the device. Therefore, this complaint cannot be confirmed based on the customer sample retraction lockout testing results. Bd is unable to confirm the customer¿s reported failure mode of retraction failure based on customer sample testing analysis. Bd was unable to determine a root cause for the reported issues. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® push button blood collection set there was a retraction issue - delay or no retraction. The following information was provided by the initial reporter. The customer stated: "when the button is engaged the tube fills with blood. Button is retracted while the needle is still in the patient's arm."